Event description:
On 8/15/95 pt was seen for 3 cm rt bartholins abscess leading to incision, drainage and use of bartholin gland catheter. 9/6/95 pt called to say catheter fell out. Upon inspection it was noted the balloon had ruptured.